Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels (value not provided). Reportedly, the cause was the pump's bolus settings. Tandem technical support made multiple attempts at following up with the customer, however, no response received.